Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery with a contralateral approach. The physician was treating a 90% stenosed lesion located in the moderately tortuous and severely calcified left common iliac artery (cia). This 6.0 x 20/135 (4f) sterling balloon catheter was used to pre-dilate the lesion. The balloon ruptured on the first inflation at 14 atms. The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status is good.